Event description:
The pt attempted suicide on 11/9/1999 by stabbing themselves fourteen times near the left breast and in the stomach. The pt had been suffering from irritable bowel syndrome and was experiencing pain from this. Initially, the pt was not trying to "stab at the vns." However, later in the pt's psychological evaluation, pt claimed that the vns (vagus nerve stimulator) was "turned up too high" and was causing pt "not to think straight." The pt also was experiencing "tingling, pain, and cramps."